Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product which is the us list number. A follow up report will be submitted upon completion of investigation or if any additional relevant information is received a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017 the patient was having the tube replaced due to high pressure alarms. A knot was identified when the pej was replaced.

Manufacturer narrative:
(B)(4). The returned tube is visually inspected and the j-tube was knotted and had a bezoar formed around the knot occluding the tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.